Event description:
The customer reported that when shooting an image, only half of the image was displayed. This rendered the image unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator motor was reseated and tightened, and a collimator calibration was performed. The system was then fond to be operating as intended.